Event description:
It was reported that a balloon had ruptured. During a percutaneous coronary intervention procedure, a 10mm x 2.25 mm wolverine coronary cutting balloon was inflated one time to six atmospheres for twenty seconds when it ruptured. The procedure was completed with another of the same device and there were no patient issues reported to have occurred.